Event description:
Implanted with saline breast implants in (B)(6) 2013 and then again with textured silicone implants in (B)(6) 2015. Unsure of the exact date the problems occurred as it was a gradual onset throughout 2017 of muscle spasms, joint pain, "brain fog," depression, extreme anxiety, migraines, alcohol and caffeine intolerance, cold / heat intolerance, sinus infections, and difficulty recovering from common colds. FDA safety report ID# (B)(4).